Manufacturer narrative:
The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Two opened complaint samples were received for evaluation; due to being received in an opened state, it cannot be determined as to which reported lot number each opened complaint sample belongs. Based on parameters provided, the samples were found to meet manufacturing specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by the eye care professional (ecp) on (B)(6) 2016, the consumer experienced discomfort with the contact lenses. Additional information received from the ecp on (B)(6) 2016 states that the consumer reported that she has worn the same contact lenses for several years. The consumer has started feeling uncomfortable and had to change the contact lenses more often. In may, the contact lenses were hurting the consumer's eyes and she received a replacement pair of contact lenses. The consumer returned a week later with irritated eyes. The consumer provided a diagnostic from her doctor stating that she had a corneal ulcer followed by keratitis and the lenses were ¿out of the regular shape.¿ the consumer stated that she had to spend a long time to recover and suspected that the contact lenses were fake.